Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had site issues. It was reported that customer experienced tenderness at site after changing infusion set. There were no signs of infection at site. Customer¿s blood glucose was 400 mg/dl. Customer treated with oral glucose and blood glucose dropped to 59 mg/dl. Insulin pump is not expected to return for failure analysis.